Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: incident details: while drawing up vaccine after attaching the needle, writer was unable to draw back vaccine into syringe due to vacuum that developed. Writer went through 6 needles with the same lot # ( 2024137) where same issue resulted each time. Writer eventually switched to a different lot # for needles and was able to draw back vaccine.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: incident details: while drawing up vaccine after attaching the needle, writer was unable to draw back vaccine into syringe due to vacuum that developed. Writer went through 6 needles with the same lot # ( 2024137) where same issue resulted each time. Writer eventually switched to a different lot # for needles and was able to draw back vaccine.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 305916 and lot number 2024137. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.